Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer ref. # (B)(4).

Manufacturer narrative:
The complaint in this report is a duplicate of complaint with manufacturer's # (B)(4) and MDR #: 8010042-2022-01254. Further complaint handling and reporting will be done in this complaint.

Event description:
Manufacturer's ref.#: (B)(4).